Event description:
Per the clinic, the device was explanted on (B)(6) 2017, for unspecific medical reasons. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2017-00506.